Manufacturer narrative:
Device investigation: one (1) device was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and reported issue not confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported suction loss occurred after the laser fired during flap creation with a patient interface. The surgery was completed successfully by reapplying the patient interface. There was no patient injury or surgical intervention.